Event description:
Patient developed an axillary nodule. Augmentin was prescribed. Irrigation and debridement was performed with packing for symptom resolution. Nodule was resolved on (B)(6) 2022.

Manufacturer narrative:
A review of console data indicated no issues with the device that would cause nodules.